Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused bacterial peritonitis. The peritonitis was manifested by low blood sugar, very sleepy, temperature of 102 degrees fahrenheit, lost muscle strength, and almost unresponsive. The patient was hospitalized for the manifestations of the peritonitis and subsequently diagnosed with the peritonitis the next day. On an unreported date while hospitalized, the patient was diagnosed with sepsis. The patient was treated with cefazolin (dose, frequency and route not reported) and ceftazidime (dose, frequency and route not reported) for the peritonitis and sepsis event. The patient was discharged from the hospital after six days. The patient was doing rehab therapy as a treatment for the lost muscle strength. At the time of this report, the patient was recovering from the event of peritonitis and sepsis. The pd therapy was ongoing and it was reported that the patient's doctor planned to switch the patient to hemodialysis (hd) in the future and discontinue pd therapy once the patient was fully recovered. Additional information was requested but was not available at this time.